Event description:
The syringe we spoke about was a vanish point 3cc syringe 23g x 1" needle. Lot a120706. MFR: retractable technology, little elm, tx. The needle failed to retract. Let me know if you need any add'l info.